Manufacturer narrative:
The customer requested just a replacement battery and power module with no engineer evaluation.

Event description:
It was reported to philips that the device will not turn on. There was no reported patient involvement.